Event description:
The customer reported to baxter (B)(4) one (1) buretrol crj equipo bureta 150ml that was broken in the chamber. The sample is available. There was no patient involvement, medical intervention or patient injury reported. No additional information is available.

Manufacturer narrative:
(B)(4). The sample is reported to be available but has not been received for evaluation. If additional information becomes available or the sample is received, a follow up report will be submitted. This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.

Manufacturer narrative:
(B)(4). The sample is not available for evaluation; therefore, the condition cannot be confirmed or duplicated and the assignable root cause could not be determined. If additional information or samples become available, a follow up report will be submitted. However, a batch review was performed on the reported lot and no deviations were noted.